Event description:
It was reported that the right ventricular lead exhibited noise. A chest x-ray was performed and a 90 degree bend was visible on the lead. The patient's underlying rhythm was 30 bpm. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.